Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while loading the cartridge with insulin and the syringe needle bent. Customer changed the syringe and the cartridge was successfully filled. Customer's blood glucose was 477 mg/dl.